Manufacturer narrative:
Scheduled date of explant: (B)(6) 2015. Hydroview iol was discontinued and is no longer manufactured by b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested, but has not been received to date.

Manufacturer narrative:
Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. The lens was not returned to b+l for evaluation; therefore, it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information provided, the exact root cause for this event could not be determined.

Manufacturer narrative:
The product lot number has been received confirming this product as a hydroview 1.0 iol, which is subject to FDA exemption #(B)(4).